Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 405828 batch #: unknown it was reported by the customer that epidural catheter tip disconnection is on the rise. Verbatim: we continue to have multiple occurrences with the same issues you highlighted below. The problem is for each incident the sample isn¿t always saved. @beckford, lorna can you confirmed you sent out the sample? A few weeks ago you said you had one. I will note that we did have another separate incident at cu where the bd team has been looped in.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: several samples were provided to our quality team for investigation. A total of forty-five trays from lot 0001563972, one tray from lot 0001527293, and ten trays from lot 0001561237 were evaluated. Upon initial inspection, no damage was observed with any of the products. Within one sample from lot 0001563972, the catheter and nexus connector came assembled and it was observed to be assembled incorrectly, the wrong end of the catheter had been inserted into the connector. Once corrected, functional testing was performed on all nexus connectors. During our evaluations, the catheters were properly threaded into the connector without issue and proper flow was achieved. It was identified within seven samples from lot 0001561237 that the catheter could not be fully seated, verifying one of the reported incidents. A review of the internal manufacturing device records and raw material history files for the reported lot numbers 0001563972, 0001527293, and 0001561237 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. The seven connectors from lot 0001561237 that prevented proper threading of the catheter have been sent to the supplier for further evaluation. Based on their findings, they identified mold wear on the inserts used to create the slot feature. As a result, this can make the connectors more susceptible to partially closing, which would prevent the catheters from being able to be fully seated, as seen in the samples evaluated. The supplier has initiated a project to further address this issue. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material #: 405828; batch #: unknown. It was reported by the customer that epidural catheter tip disconnection is on the rise. Verbatim: we continue to have multiple occurrences with the same issues you highlighted below. The problem is for each incident the sample isn¿t always saved. (B)(6) can you confirmed you sent out the sample? A few weeks ago, you said you had one. I will note that we did have another separate incident at cu where the bd team has been looped in. Customer response received: 1. Could you please confirm affected material number is 405828? Yes 2. Could you please provide a batch number? Not documented. Could you please provide an event date? (B)(6) 2024 4. When did the event identified, before or after use? After use 5. Did the event directly, or indirectly involve a patient or user? If involved, describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Epidural tip was disconnected but was found on a clean surface. Patient was given an option to redo the epidural risk benefits were explained. Patient decided to keep the epidural; catheter tip was cleaned with alcohol & reconnected to new clip in a sterile fashion.